Manufacturer narrative:
The device was not returned for analysis. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08241. It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed; however, there was some resistance due to the tip of the wds becoming damaged during recapture. The closure device was unable to be recaptured into the wds; however it was contained within the was during removal. There was no damage to the was and it was used with a 27mm wds to complete the procedure. No patient complications were reported and the patients status is stable.